Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact but the audio bolus button was torn in the middle. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow, ok and contrast keypad buttons were intermittently unresponsive and the down arrow keypad button responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons.